Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, mesh failed, mesh migration, mesh erosion, recurrence, adhesions, fibrosis, and left hydrocele. Post-operative patient treatment included mesh revision surgery, additional implant, colon resection, and left orchiectomy.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, mesh failed, mesh migration, mesh erosion, recurrence, adhesions, fibrosis, and left hydrocele. Post-operative patient treatment included mesh revision surgery, additional implant, colon resection, left orchiectomy, nerve block, left hydrocelectomy, and medication.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, b7, d10, g1, h6 (imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.